Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had a blurry picture. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been two years since the subject device was manufactured. A definitive root cause was not detected. Based on the results of the investigation, most probable a damage on the cable could have contributed to ¿blurry picture¿, like unit failed leak test due to a puncture and kinks on the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry picture. There were no reports of patient injury or medical intervention associated with this event.